Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen went blank alarming low battery though the battery was full and they had a high blood glucose value of 400 mg/dl while using insulin pen. Reportedly, the insulin pen didn't work and her blood glucose value went from 290 mg/dl at time of incident to 400 mg/dl. The customer did not mention any symptom of high blood glucose. The insulin pump will not be returned for analysis.